Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On 05/13/2016 a medtronic representative, following-up at the site, reported the washer is missing from the clamp, then the moving part becomes unstable

Event description:
A medtronic representative reported that, while in a spine procedure, the site's open spine clamp appeared to be unstable. A second clamp was brought in to allow the surgeon to continue the procedure. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was approximately 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. The suspect clamp was returned to the manufacturer for analysis. The retainer ring is missing from the tip of the adjustment screw. As a result, the clamp face is not secure to the screw allowing some play in the movement of the clamp face. The clamp is not otherwise damaged. The reported issue was confirmed to be caused physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.